Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an evening out for dinner, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy. All data was later reviewed by technical services (ts) with no clear root cause identification. The patient was reportedly dancing at the time of the episodes. Ts confirmed 5 untreated and 3 treated episodes, all during this same evening. A total of 8 shocks were delivered with one sequence, resulting in therapy exhaustion. The episodes do appear to show evidence of normal cardiac activity modulated on a slower frequency signal. At some point in the later episodes, the signal is very similar looking to an arrhythmia but under greater evaluation, it appeared that a normal cardiac underlying signal was still present. To date, the vector has been modified and further investigation continues. The boston scientific field representative reported no further shocks have been delivered and the patient is well.

Manufacturer narrative:
(B)(4); following confirmation of resolution, this event will be further updated.

Event description:
Boston scientific received information that during an evening out for dinner, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy. All data was later reviewed by technical services (ts) with no clear root cause identification. The patient was reportedly dancing at the time of the episodes. Ts confirmed 5 untreated and 3 treated episodes, all during this same evening. A total of 8 shocks were delivered with one sequence, resulting in therapy exhaustion. The episodes do appear to show evidence of normal cardiac activity modulated on a slower frequency signal. At some point in the later episodes, the signal is very similar looking to an arrhythmia but under greater evaluation, it appeared that a normal cardiac underlying signal was still present. To date, the vector has been modified and further investigation continues.